Manufacturer narrative:
The device was returned to mmdg for evaluation, and subjected to an analysis of its internal data log, visual inspection, mechanical evaluation, and volumetric accuracy testing. The device was found to deliver outside mmdg's established non-reportability threshold, due to the door latch being misaligned .

Event description:
The initial reporter stated that the door latch was misaligned. This was found on visual inspection. The observation was made during testing, and no patient was involved. (B)(4).